Manufacturer narrative:
Additional data: b.5., b.7.

Event description:
Additionally, the physician reported that after discussion with the patient, the patient "disclosed a previous diagnosis of autoimmune disease that [the patient] did [not] disclose on consent.¿ ¿if someone has autoimmune condition¿, the injector does not ¿inject filler as there is increased chance of inflammatory reactions¿. Physician added that as such this is not an adverse event and explained by the diagnosis of autoimmune condition.

Manufacturer narrative:
Concomitant medical products: juvéderm® volbella® with lidocaine. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of upper respiratory tract infection is considered an unexpected adverse drug experience. The event of upper respiratory tract infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported to have had injected a patient with 4 cc of juvéderm® volux¿ to ck1/2, juvéderm¿ voluma¿ with lidocaine to t1, juvéderm® volift¿ with lidocaine to ck3, and juvéderm® volbella® with lidocaine to tt. The patient is having an inflammatory reaction. Patient has been injected with hyaluronidase and kenalog multiple times, but the event keeps happening. After an upper respiratory tract infection, and running in the cold, the physician saw the patient about a month and a half later; the left cheek was sore and mildly swollen, so patient was injected with kenalog. The following week, the ¿right side acted up¿, so patient was injected again with kenalog ¿into left cheek.¿ patient was injected bilaterally with small quantities of hyaluronidase and kenalog the following week, as it was a mild reaction and the patient was going out of the country on the following month. The patient was prescribed prednisone in case the event happened on the trip; patient ended up taking the prednisone daily 5mg po. Patient keeps getting swollen. Patient is tender on left side. Physician can¿t feel any fluctuate. Physician has subsequently injected hyaluronidase and kenalog on left side on about a month after the first treatment, 18 days later, 48 days later, 4 weeks later, and 15 days later. Physician has been injecting about 120units hyaluronidase and 0.1cc kenalog and it settles it down quickly. Physician will order ultrasound to ensure there is no infection, but given the hyaluronidase settles it, the physician doubts it is an infection. The event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00363 (allergan complaint # (B)(4)), MDR ID # 3005113652-2020-00364 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2020-00366 (allergan complaint # (B)(4)). This is the third MDR submitted for the third suspect product, juvéderm® volift¿ with lidocaine.